Manufacturer narrative:
A revision procedure was performed and the lead was removed from service and surgically abandoned. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting noise which resulted in inappropriate mode switches. Additionally, the lead safety switch (lss) had been triggered due to out of range impedance measurements.